Event description:
A technician reported issues with eye tracker. The reporter indicated the issue has been occurring over the past several months only on with the left eyes. The reporter indicated in each instance the pt was adjusted and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).